Event description:
It was reported that during implant, the first left ventricular (lv) lead was unable to reach the target position due to abnormal patient anatomy. The lv lead was removed and replaced with a new lv lead; however the lead dislodged during slitting. The physician replaced with a new sheath to implant the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.